Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. Additionally, although a specific cause for the reported infection could not be conclusively determined through this evaluation, the account reported that the infection was thought to be caused by a cracked tooth. The submitted log file captured low speed events on 06jan2021, 11jan2021, and 12jan2021 while the patient was supported by a power module. Low speed hazard and low flow alarms were active during the low speed events on 06jan2021 and 12jan2021. Elevations in pump power also were observed during these events. Breakdown of the metal braided shield was observed in the submitted x-rays, but an area of driveline wire compromise could not be conclusively confirmed. A distal-end driveline replacement was performed on 19jan2021 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account later reported that the patient received intravenous (IV) antibiotics for the infection, and was discharged home on an ungrounded patient cable. The patient did not experience any further alarms. The patient was planning to see the cardiovascular surgeon to talk about a possible pump exchange. The patient remains ongoing on heartmate ii lvas, (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Although the account reported that the patient¿s infection was thought to be caused by a cracked tooth, section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection.". Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low speed and low flow alarms on (B)(6) 2021. The patient was inpatient at the time. The low flows did not appear to be long enough to trigger the audible alarm. During interrogation, there were a couple times that said to change out the controller, which was not done. The visualization of the driveline showed no tears or evidence of kinks. Technical services reviewed the log file, which captured low speed event on (B)(6) 2021. These events all occurred while connected to the mpu or power module. The log file also captured several replace controller events on (B)(6) 2021 that appeared to have self-resolved. There were low flow events noted on (B)(6) 2021 in addition to the low speed events. The patient was on bivad support with an hvad on the right ventricle. The cause could be due to a driveline short to shield or something in the pump circuit causing low speed events. It was not believed that there were any thrombus issues, but the patient was inpatient due to positive blood cultures due to a cracked tooth. The tooth was extracted and patient remained inpatient for IV antibiotics. There were x-ray images of the driveline taken and there was concern of a kink with a couple loops of the internal driveline. A driveline repair was done on 19jan2021 where the external portion of the driveline was replaced with no issues, the patient was placed on a grounded cable and did not alarm. The patient was discharged home using an ungrounded cable. The analysis of the returned driveline did not show any issues.